Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 304mg/dl with trace ketones. The customer alleged that the pump was not delivering insulin properly and through a site or cartridge issue; however this could not be confirmed as event happened in the past, and customer changed supplies. Bg was treated with intravenous insulin. Reportedly, customer left the ER 5.5hours later with customer in stable condition (bg 130mg/dl).